Manufacturer narrative:
(B)(4) the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. There was no documentation in the medical record that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis, hypertension or hypokalemia. The lupus nephritis is a chronic medical condition and there was no documentation that it had worsened or was exacerbated. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter. The patient had a history of hypertension that was being treated medically. Peritonitis, hypertension and hypokalemia were unlikely related to the use of fresenius peritoneal dialysis therapy.

Event description:
A peritoneal dialysis nurse reported a peritoneal dialysis patient was admitted to the hospital on (B)(6) 2016 with a three to four day history of lower extremity cramping, as well as stomach pain that worsened when hooked up to peritoneal dialysis. The patient also had intermittent cramping in their feet, calf, and hands that was worse on exertion, as well as some nausea. Following a culture on the same day, the patient was diagnosed with sterile peritonitis. This diagnosis was made based on the patient's white blood cell count, which was abnormally high. The nurse reasonably associated the development of the patient's peritonitis with compliance issues. The patient was prescribed vancomycin and cefepime, which were administered via an intra-peritoneal route, to treat the infection. The patient was discharged from the hospital on (B)(6) 2016, but readmitted for the same peritonitis event from (B)(6) 2016. This antibiotic regimen was extended as a result, and would continue through (B)(6) 2016. The patient's peritoneal fluid continued to improve and their abdominal pain resolved on discharge. The white blood cell count in the patient's peritoneal fluid decreased dramatically with antibiotics, and the patient was to continue to complete two weeks when discharged. The patient was given kcl by mouth to treat the hypokalemia, and their blood pressure was stable. The patient is currently well.